Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The test strips are no longer available to return.

Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs plus meter serial number (B)(4) compared to an unspecified laboratory method and a coag-sense system. The result from the coaguchek xs plus meter was 6.1 inr. The result from the laboratory was 4.6 inr. The result from the coag-sense system was 4.6 inr. All results were obtained between 10:43 a.m. And 11:15 a.m. The patient's warfarin dose was held based on the result of 6.1 iinr until the result from the laboratory was returned on (B)(6) 2018. The patient's warfarin dose continued to be held based on the laboratory result until they were down to 4.0 inr. The patient then resumed their normal dose of warfarin. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is not anemic and does not have anti-phospholipid antibodies. The patient is not on heparin or other direct thrombin inhibitors. The patient is not taking any new medications, has not had any diet changes, has not been ill recently and was not experiencing any bleeding or bruising. The meter and test strips were requested for investigation, however, the test strips are no longer available to return. Retention test strips (lot 345215) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.